Event description:
It was reported that pump experienced repeated malfunction alarms with malfunction code 12 and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer continued to use current pump and planned to rely on alternate method for insulin delivery if needed, while technical support arranged shipment of replacement pump with updated software, confirmed shipping details, provided instructions for storage mode and pump return, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement device.